Manufacturer narrative:
(B)(4) date sent 7/23/2025 d4 batch #849c00. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned inside its opened packaging with no apparent damage and with a reload present. The reload was received unfired and with the swing tab in the unlocked and with both gripping surfaces broken and returned inside a plastic bag. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique please reference the instruction for use for more information. Further analysis shows that the anvil was not seated properly on the distal end from the anvil channel. Due to the condition of the device no functional test was performed. No discolored issues were noted on the device and reload. In addition, the knob had burned marks. The event described could not be confirmed as no discolored was noted. No conclusion could be reached on what caused the anvil partially detached. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device batch number 849c00, and no non-conformances were identified. The lot#871c90 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the surgeon found body and cartridge discolored.